Manufacturer narrative:
Continuation of medical devices: 6944-58 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional suspected far-field r-wave (ffrw) oversensing. Reprogramming was performed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.